Manufacturer narrative:
Device not available for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient developing chronic otitis polypoid. It is unknown if the patient was reimplanted with a new device. It was also reported that the explanted device is not available for analysis.